Event description:
Kimberly-clark received a report stating that following a surgical procedure on a male patient the et tube cuff leaked resulting in depravation of oxygen leading to cardiac arrest and patient death. This event occurred in (B)(6) of 2013, and no product incident report was previously filed by the user facility for this issue. No product code was provided, and no lot number or sample are available. Kimberly-clark has no independent knowledge of the event reported but is relaying the information provided. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number or product sample was provided for the device involved in this reported event. Information for this report was obtained from legal documents served on kimberly-clark. As this complaint was created from a lawsuit received by kimberly-clark, no customer contact can be made at this time due to pending or threatened litigation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned by customer.